Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 26-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that before the start of an angioplasty procedure, the device outer packaging and the device, a 150cm x 5cm prowler select plus microcatheter (606s255x / 31567759) were inspected and found to be in good condition before the procedure. During the procedure, the prowler select plus microcatheter was impeded in the distal end of the intermediate catheter (unspecified competitor brand) and could not pass through the intermediate catheter. The physician removed the microcatheter and the intermediate catheter from the patient and observed that the coating of the microcatheter tip had flaked off. The physician replaced the microcatheter and completed the angioplasty procedure with the original intermediate catheter. There was no report of any negative impact on the patient. On 11-jan-2026, additional information was received. Per the information, the angioplasty procedure was targeting the m1 segment of the middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. There was no damage noted on the area where the coating reportedly flaked off. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. . Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31567759) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. A slight compression was observed at the distal portion of the microcatheter. The microcatheter was flushed using a lab sample syringe. After flushing, a laboratory guidewire was passed through the microcatheter and advanced its full length without resistance. The microcatheter was then inserted into an intermediate catheter and advanced without difficulty. Microscopic examination revealed delamination of the coating at the distal tip. The device was returned without the original package. Manufacturing investigation was requested. - manufacturing investigation: the lot and production records indicate the batch was manufactured within validated process parameters, including cure times and oven temperatures. Yield and rejection records did not reveal defects related to coating integrity that would have been detectable during routine manufacturing inspections. The coating material used was not expired at the time of application. - r&d assessment: design review notes the possibility of incompatibility between the catheter shaft material and the coating, which could promote coating release. Testing by r&d showed that, under simulated worst-case conditions (tight bend angles and a stiff guiding catheter), inserting or withdrawing an inner catheter through a stiffer guiding catheter can cause coating to peel. Imperfections at the guiding catheter hub could also contribute to coating damage during manipulation. Application review indicates user handling while inserting the microcatheter into the intermediate catheter can cause uneven coating or damage. - conclusion: based on the available evidence, there is no indication that the defect originated from the manufacturing process for this lot. The coating detachment is more likely related to clinical application factors (anatomical bend, rigidity or imperfections of the intermediate catheter, or handling during insertion) or to design/material compatibility. Based on this the customer complaint regarding the distal tip being flaked off was confirmed. However, the issue reported regarding a catheter being impeded cannot be confirmed cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The slight compression was not originally reported; the exact time of occurrence cannot be determined, therefore, it is not considered related to the issue reported. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.